Event description:
It was reported a filter did not completely open following deployment via a left femoral approach on a pt with clot in the right femoral vein. Another filter was successfully placed without pt complication. This device remains implanted. Therefore, no failure analysis will be available. Follow up indicated that the pre-placement vena cava cavogram noted an acute angle coming up the iliac vein on the left side. It was also revealed the carrier was not flushed continually/frequently throughout the procedure. Co believes these factors contributed to this event and do not attribute it to the device. However, without evaluating the device, co cannot determine the exact cause for this event. Directions for use state: "do not attempt a left sided insertion unless all other attempts are impossible. Sheath kinking or insertion difficulties may result due to tortuous left-sided anatomy. This product is designed for right insertion via either the right internal jugular or right femoral vein... The introducer catheter must be flushed through the flushed through the flush port by frequent injection or continuous infusion of sterile heparinized saline during the implant procedure.. Insufficient flushing can allow thrombus formation inside the vena cava filter which can bind teh legs and prevent complete opening upon release...confirm location of the carrier capsule by injecting contrast through the handle of the introducer catheter... Do not attempt to move or manipulate an engaged filter...in most cases, a second filter, properly placed, should be implanted for protection against recurrent pe."